Manufacturer narrative:
Device passed the displacement test and self-test. All buttons functioning properly. No damage in the keypad assembly noted. Device received with pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the center button was unresponsive. Customer stated that numbers were not ramping on their own and the scroll bar was not moving with no input. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis